Event description:
Tesio catheter was inserted at hosp. Pt was discharged to nursing facility same evening. During dialysis through catheter the next day, pt arrested and was transported to hosp. Pathologist believes cause of death was related to perforated catheter, which "ruptured the superior vena cava". Facility is maintaining photos and specimen. Physician who inserted it has viewed the photographs and the specimen.